Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath there was constantly air present during aspiration. After transseptal puncture a non-boston scientific mapping catheter was inserted into the faradrive sheath and then exchanged for the farawave pfa catheter and no aspiration issues were noted up until that point. After the ablations were performed flutter was identified and the mapping catheter was reintroduced to identify the origin point of the flutter. Before reinserting the farawave catheter to perform more ablations the physician commented that there was a lot of blood on their gloves. The sheath valve was examined, and blood was found to be leaking from the valve in a slow drip. When the farawave catheter was reinserted aspiration was performed, however, no matter how many aspirations were performed air was always present. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received by boston scientific and is awaiting analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected which revealed no abnormalities. Leak testing was not able to be fully performed as any fluid put into the sheath leaked through the flush lumen under the sheath's cap. This prevented any additional leak paths from being identified. The sheath's valves were observed under a microscope and blood was observed on the inner and outer valves of the sheath. Further inspection identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported blood leak was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath there was constantly air present during aspiration. After transseptal puncture a non-boston scientific mapping catheter was inserted into the faradrive sheath and then exchanged for the farawave pfa catheter and no aspiration issues were noted up until that point. After the ablations were performed flutter was identified and the mapping catheter was reintroduced to identify the origin point of the flutter. Before reinserting the farawave catheter to perform more ablations the physician commented that there was a lot of blood on their gloves. The sheath valve was examined, and blood was found to be leaking from the valve in a slow drip. When the farawave catheter was reinserted aspiration was performed, however, no matter how many aspirations were performed air was always present. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received by boston scientific and is awaiting analysis.